Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms. In addition, the crt-p had entered safety mode and its battery was suspected to be depleting prematurely. This crt-p was explanted and replaced, and the lv lead was surgically abandoned. No additional adverse patient effects were reported.